Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available. A field safety corrective action (fsca#656504) has been implemented on july 2022. The hls set advanced is intended for use in an extracorporeal circulation for cardiac support and/ or pulmonary support. Maquet cardiopulmonary gmbh (mcp) has received customer complaints of damage to the primary packaging of the hls set advanced. In all customer complaints it was reported that the tyvek cover was damaged. The appearance of the packaging failure can be hole(s) in the tyvek. The damages are caused by the tabs of the venous probe holder within the packaging. To improve the detectability of the damage actions have been implemented which includes the return of the products and a customer on-site device inspection.

Event description:
The event occurred in spain. It was reported that holes in the packaging of an hls set was noted. The affected hls set with lot#: 3000205876 is part of the fsca#: 656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that holes in the packaging of an hls set was noted. The affected hls set with lot#3000205876 is part of the fsca# 656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. The affected be-hls 7050 #shls set advanced 7.0 was technically investigated in the getinge laboratory on 2022-11-30. Upon visual inspection a hole with a diameter of 11,8 mm in the tyvekcover could be confirmed. The damage was located on the position of the so2 connector of the hls module and therefore it could be linked to the observations from CAPA 626941. During the investigation loose velcro straps that are supposed to be used to fix the hls module were detected. The velcro straps were crossed above the dialysis connector. The production date of the returned hls set was 2021-11-18 and the set was produced according to the basic operation procedure (bop) version 12 for fixing the hls module. The bop specifications were identified as insufficient in CAPA 626941, which changed the bop specifications via (engineering change request) ecr. The bop version 13 is active since 2022-06-21 after the production of the affected hls set. Based on these investigation results insufficient fixation of the hls module could be identified as a possible root cause which lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. Based on the investigation results the reported failure "holes in tyvekcover" could be confirmed. Maquet cardiopulmonary initiated a CAPA process in order to take further actions. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).